Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a patient experienced a cerebral vascular accident and the device did not seal. A left atrial appendage (laa) closure procedure was performed, and an unknown watchman laa closure device was implanted. The patient reported that they had a small stroke 30 days after the watchman procedure and their medication regimen changed adding pravix to the eliquis. The patient also reported there was a small leak and will be seeing the electrophysiologist for a follow up. No further information was provided.